Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced stimulation and tingling in their legs at least once a day. The patient noted that the stimulation intensity increased by 2-4 degrees, reaching as high as 3.6, whereas it was usually set at 3.2. The patient speculated whether the use of heating pads on their back could be contributing to the issue. The problem was not resolved through troubleshooting, and the patient was advised to consult their healthcare provider for further assistance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the patient indicated that the don't know the cause of the issue. The patient stated that it has been 2 months, and they have lost 17 pounds during that time. The patient stated that they keep checking and adjusting the stimulation. They put it on 3.2 and it goes to 3.4 or 3.6.